Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient¿s grandparents, on approximately (B)(6) 2025, they received an alert on the follow app that the cgm reading was high while the patient was at school. They drove to her school and the patient was feeling nauseous, sleepy, had a stomachache, and headache. They took a bg reading which was over 500 mg/dl and they could not remember what was showing on the cgm at the time. The tandem mobi pump was on automated mode but it wasn't giving her enough insulin so they manually treated her insulin using a pen (humalog). They took the patient back home, but her glucose was still high, and they still could not remember what was showing on the cgm at the time. The patient was still vomiting so they drove to the health clinic and the patient was transferred to the emergency room. There they took a bg reading which was still high (no value provided) and no cgm value documented. The doctor then removed both the sensor and the pump. The patient was treated with two intravenous (IV) drips for hydration and insulin. The patient stayed overnight and was discharged the next day. Prior to discharge, the bg reading was around 80 mg/dl. At the time of the report the patient was ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.